Event description:
It was reported that the device delivered inappropriate shocks due to noise. The cause of the noise was not determined. The system was explanted.

Manufacturer narrative:
No medwatch form was received. The lead exhibited normal electrical characteristics. Analysis was normal. No anomaly was found.